Event description:
It was reported that the patient received inappropriate shocks from their implantable cardioverter defibrillator (ICD) during atrial high rate episodes. Atrial undersensing appeared to be a factor. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4473, competitor implantable pacing lead, (B)(6) 2003; 0138, competitor implantable tachy lead, (B)(6) 2003. (B)(4).